Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had battery out limit alarm and keypad buttons stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done for battery out limit. Customer stated that the insulin pump alarmed after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage keypad and motor during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test or verify battery out limit alarm or button keypad anomaly due to blank display.